Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 08/05/2025. An investigation was conducted on 10/02/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire . The harvesting device was returned outside the cannula. There were no visual defects observed on the intact harvesting device. There were no visual defects observed on the intact cannula or intact c-ring. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. There were no visual defects observed on the intact c-ring or cannula. Based on the returned condition of the device, the reported failure "fitting problem- tool" was not confirmed. A lot history record review was completed for lots 3000490702, 3000484420, and 3000481876 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was difficult to move the vasoview hemopro 2 cutting tool in and out of the cannula as they were cutting branches. They experienced resistance during both advancing and retracting of the cutting tool in the cannula. There was no procedural delay. They finished the case with the same device and no patient harm was reported.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.